Event description:
One of the meniscal bearings spun out of track. The doctor revised with one size thicker to tighten the knee. No loosening, osteolysis or product contribution. Patient moved knee and felt bearing pop.